Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic had broken after the patient fell. The ceramic head was discolored by metal. Event sequence: the patient was born (B)(6). Has been operated on (B)(6) 2012. Had fallen and suffered a trauma to the hip, got pain after it after a while became pat rtg. Discovered a damage to the plastic replaced plastic and ceramic head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. A fracture of the device was also found. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.